Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited the following reportable events: the outer tube was damaged and therefore the leakage current was inadequate, the light guide bundle of the video cable section was broken and therefore the light transmission was lost or too low.